Manufacturer narrative:
Based on the analysis, the alleged issue could not be verified; however, a different issue was identified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose level ranged between 120-299 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.